Event description:
It was reported that the user experienced hypoglycemia after announcing a usual dinner but consuming less food than anticipated while using the ilet with a dexcom g7, leading to a low blood glucose of 56 mg/dl and subsequent self-treatment with peanut butter and graham crackers. Symptoms included weakness and vomiting. Outcomes included transient impact requiring oral carbohydrate treatment without medical intervention or hospitalization, with glucose returning to normal range thereafter. Investigation included troubleshooting and education regarding meal announcements and appropriate meal size entry. Investigation of this case revealed user-related underconsumption relative to the announced meal, which is consistent with incorrect meal size entry. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement and intake mismatch.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.